Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device did not recognize that the door was closed. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper and lower door hooks which were not aligning with and engaging the latch switch. The upper and lower door hooks require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense closed door. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.